Event description:
Customer reported receiving an e7 on the display of her adc blood glucose meter upon test strip insertion. Customer further reported that on the afternoon of (B)(6) 2014, she experienced a hypoglycemic event as a result of being unable to test and she suffered a loss of consciousness and fell. Customer was reportedly administered a glucagon injection by her friend and the paramedics were called. Upon their arrival, customer was transported to a local hospital where it was determined she had fractured her right wrist during her fall. Customer reported she had an operation performed on her hand. It was further reported a reading of 30 mg/dl was obtained, but the source and time in relation to the sequence of events was unspecified. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.